Manufacturer narrative:
Pump received with cracked battery tube thread, stripped battery cap coin slot and corroded battery tube noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level and cracks around the battery compartment on the insulin pump. Customer's blood glucose level was 585 mg/dl and treated with manual injection. The customer was assisted with troubleshoot and customer states the battery compartment of pump was damaged. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.